Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient alleges x-ray imaging revealed a gauze pouch was left inside the pocket after a previous procedure. The patient may consult with the physician regarding the next course of action to address the issue.